Event description:
It was reported that the patient had a new pain around the ipg site. The patient was put under lidocaine patches and was monitored.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately over the last two months.